Event description:
It was reported that the pin was sticking in the device during routine maintenance. There was no patient involvement and no allegation of adverse consequences associated with this event.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. Based on the quality investigation, there was severe corrosion built up on all the internal components of the device. This condition could cause the device to stick, and not allow the collet to release the pin.